Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was in late 40s at the time of event. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2019. According to the complainant, after the implantation of the sling, the patient suffered from bleeding and had a 10 cm hematoma. Subsequently, the patient was hospitalized, had undergone blood transfusion, and was under observation. Reportedly, the event of bleeding was resolved while the hematoma had only reduced in size and was not fully treated yet. The physician did not specifically mention how small the size of the hematoma was but the patient's husband had been calling the physician daily as the patient was also in pain, but the degree of the pain was unknown. Subsequently, the patient went to seek a private urologist for a second opinion and the physician now has no information on her latest condition.